Event description:
The surgeon inserted an aa4203tl tone silicone plate lens and the lens tore. The lens was removed with no patient injury, no incision enlargement ofr sutures. Another same type lens was inserted. This lens is one of two lenses used on this patient- see MFR# 2023826-2006-00525.